Manufacturer narrative:
H.6. Patient code 1 - corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. Reportedly a gore® excluder® aaa aortic extender component was placed proximal to the gore® excluder® aaa trunk-ipsilateral leg component located in the patient's abdominal aorta. During deployment of the aortic extender component, the patient's left renal artery was unintentionally covered. A boston scientific express stent was implanted in the patient's left renal artery to treat the unintentional coverage. It was noted that the patient's right internal iliac artery was embolized (previously planned). There were no further reported issues. The patient tolerated the procedure.